Manufacturer narrative:
The device was received, and an evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 322 alarm. Service evaluation identified and verified the system error 322 alarm. The cause was determined to be a failed upper auxiliary sensor. The upper auxiliary assembly was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error (low)). There was no patient involvement. No additional information is available.